Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had overstimulation. The patient had a total of four times where the stimulation had shot up including an instance of causing pain which knocked the patient to the ground. The patient stated that it had occurred when walking into a hospital and most recent when she was near a lawnmower. The patient programmer (pp) showed that the stimulation was on. It was reviewed that the possibility of the adaptive stim feature when walking could be checked and potentially lowered if necessary. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.